Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons were not working) was confirmed. Upon investigation the rear response button was non-functional. The cause for the failure was a missing rear response button switch. The root cause for the missing switch could not be positively identified. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's response button's were not working.